Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned is kinked as part of overall visual revision. It was found that the device has the middle section severely kink. Additionally, the distal tip was slightly bent. Dimensional inspection of the overall length, outer diameter (od) of middle of the device, od of proximal section and od of distal tip were performed and were within specifications.

Event description:
It was reported that the wire got stuck. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified circumflex artery. A 1.50mm rotalink plus was used together with 330cm rotawire and wireclip torquer. During the procedure, resistant was felt while inserting the device but was able to deliver the burr to the lesion. Subsequently, it was found out that the burr became stuck on the wire in the guiding catheter during removal. The device were removed from the patient as one unit. The procedure was completed with another of same device. No complications reported and patient is stable.

Event description:
It was reported that the wire got stuck. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified circumflex artery. A 1.50mm rotalink plus was used together with 330cm rotawire and wireclip torquer. During the procedure, resistant was felt while inserting the device but was able to deliver the burr to the lesion. Subsequently, it was found out that the burr became stuck on the wire in the guiding catheter during removal. The device were removed from the patient as one unit. The procedure was completed with another of same device. No complications reported and patient is stable.